Manufacturer narrative:
Age at the time of event: 18 years or older.

Event description:
It was reported that the a balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, the device was inflated at 6atm; however, it was noted that the balloon ruptured and became unusable. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Age at the time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 7mm distal to the distal end of the proximal markerband. An examination of the balloon material and markerband identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified that the hypotube was kinked at approximately 365mm distal of the strain relief. No other issues were identified during the product analysis.

Event description:
It was reported that the a balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, the device was inflated at 6atm; however, it was noted that the balloon ruptured and became unusable. The procedure was completed with another of the same device. No patient complications reported.